Event description:
Device complications: none time of complication: during hospitalization symtoms: dizziness, bradycardia, flaccid paresis it was reported that after the procedure, during hospitalization, the patient showed symptoms of a stroke with acute ischemic change and other neurologic changes. It was also noted that the patient's dizziness improved, but post procedure, she was found to have flaccid paresis and episodes of bradycardia. A blood test was done to check the patient's tsh and it was within normal limits. The patient was monitored on telemetry and continued to improve during the hospital stay.